Event description:
It was reported that the patient faced hyperglycemia on (B)(6) 2026. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi)

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturer under d3, contact office under g1, report source under g2.additional information - this MDR is being submitted to include the below: d4: operator of device.d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. E1: initial reporter name & address.e2: health professional.e3: occupation.h6: investigation results under type of investigation.h8: usage of device.based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number:reporting site: 8021545.manufacturing site: 3003442380.